Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 519 mg/dl, which was treated with a bolus delivery. Caller reported that time was wrong on insulin pump. Caller was advised that incorrect time could affect basal delivery. Caller was also advised that boluses were delivered but possibly not absorbed. Caller reported that customer does have issues with scar tissue. It was reported that customer had a bent cannula. Caller was advised that sample infusion sets would be sent.